Manufacturer narrative:
(B)(4). The actual complaint sample was not returned for evaluation; however the customer returned three photos showing the lidstock and the complaint sample. Upon visual examination of the photos, it was observed that the guide wire was unraveled between the needle bevel and the catheter. It could not be determined from the images whether the guide wire was separated or from which end it unraveled. The customer did not supply a lot number, and a review of the sales history for this customer could not determine a potential lot number; therefore, a DHR could not be performed. The IFU included with this kit cautions to not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. It instructs the user that if resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture. The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The images show the guide wire unraveled, however, the actual complaint sample was not returned for evaluation. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges that that the guidewire appears to have splintered. The provider removed it when it didn't feel right. No patient injury or consequence. No report of a delay in therapy.

Manufacturer narrative:
(B)(4). Lot# reported: cf1107432, however that is not a correct lot#.

Event description:
The customer alleges that the guidewire appears to have splintered. The provider removed it when it didn't feel right. No patient injury or consequence. No report of a delay in therapy.